Event description:
This MDR is being filed as misapplication due to use on a male patient. It was reported that following a urethral bulking implant material procedure, a male patient experienced a urinary tract infection, periurethral inflammation, perineal pain, and tenderness. The patient was treated with antibiotics. The doctor does not plan to perform an additional cystoscopy at this time. The procedure was performed in 2007. Additional information has been requested, but has not been received. No further complications were reported.

Manufacturer narrative:
The lot number is unknown; therefore; no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. The treatment related events reported during the clinical studies include urinary tract infection (uti), genitourinary (infection, tenderness), and pain at the injection site. Clinical studies showed that most treatment related adverse events occurred within 24 hours and subsequently resolved within 30 days. The product was being used on a male patient which is not according to labeling indications. Baseline report previously provided.